Event description:
The distributor contacted heartsine to report that their device was prompting child voice prompts with an adult pad-pak inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. There was no patient involvement reported for this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as the device was found to be giving incorrect child patient prompts with an adult pad-pak installed, as per the reported fault. The measurements taken would indicate a failure of the reed switch. Additionally, the random nature of the events stored in the device memory log would suggest a failing membrane. The 10-minute timeouts had depleted the returned pad-pak, resulting in low battery fails. The user would have been alerted with ¿warning, low battery, device service required¿ prompts alongside a flashing red status led, as per the reported fault. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. No patient involvement.